Event description:
It was reported by FDA (chief information & analysis branch, division of surveillance systems, office of surveillance & biometrics) from an anonymous user facility that during initial line insertion, guidewire separated from inner core wire while attempting to pull wire out after line was inserted. Patient expired, but no further details were provided.

Manufacturer narrative:
No sample is being provided for evaluation. No lot number is available so DHR cannot be reviewed. Follow-up report will be filed if more information becomes available.